Event description:
The pt had 2 cypher stents (3.0x18, 3.0x13mm) implanted in the right coronary artery (rca) on or about 33 1/2 months ago. The pt was instructed to take plavix for at least six months following the implantation. Later, the pt suffered a heart attack, which was a result of a cypher late stent thrombosis. Add'l info regarding the procedure and the adverse event are not available.

Manufacturer narrative:
This report represents notification of the two cypher stents with unk catalog and lot numbers. The products are not available for testing and evaluation. A female pt of unk age with an unk medical history experienced a thrombotic event and mi twenty-three months post cypher stent implantation. Initially, the pt appears to have been admitted to hospital with an ami, and underwent an angiogram that revealed a lesion in her rca. This pt's gender and presentation with an mi put her at increased risk for mace. In addition, her presentation with an ami puts her at increased risk for thrombotic events specifically. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia, and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided though the report does appear to indirectly indicate that the lesion was more than 30mm in length. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the placement of two cypher stents; a 3.00 x 18mm and a 3.00 x 13mm; at unk maximum inflation pressures. It is not known which stent was placed most proximally, in what order and whether they were placed in overlapping fashion or not. The pt appears to have been discharged from the hospital on medications that included asa and plavix. She was instructed to take the plavix for at least six months after the index procedure. Twenty-three months after the index procedure, the pt suffered an mi. This was reported to be the result of a thrombotic event. It is not clear if this assumption was based on clinical presentation or on the results of a repeat angiogram. The exact location of this thrombus, and whether it involved one or both cypher stents was not provided. The treatment of this event, if any, was not provided. The products remain implanted in the pt and are thus not available for evaluation. DHR reviews of the products could not be performed since the lot numbers were not provided. Thrombosis is a known potential adverse event following stent implantation. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the devices and the events. However, there are pt and possible vessel factors that may have contributed to them.